Event description:
Pt states that insulin flows from infusion set tubing without pump motor activated. Pt has problems with eyes and is unable to see if there is a visible gap between pump piston and reservoir. Malfunction was solved by changing the infusion set. Malfunction occurred prior to use.

Manufacturer narrative:
(B) (4). Eval summary: eval summary: one used device and 5 devices were returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. The sample also failed the flow test of the tubing. Unused devices: the unused devices were tested as the used device. All samples were within specifications. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200772. No relevant deviations during mfg were recorded.